Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported on behalf of the customer a low readings issue with the freestyle libre sensor. The caller reported low readings ranging from 51 mg/dl to 70 mg/dl with the sensor, but the customer experienced no symptoms. However, the customer went to the emergency room where a healthcare meter reading of 300 mg/dl was obtained. The caller reported the customer received unspecified "emergency medical treatment" due to readings issue, and was additionally provided non-diabetes related treatment of albuterol and lasix. There was no report of death or permanent injury associated with this event.